Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a flexiva tractip laser fiber was used during a percutaneous nephrolithotomy procedure in the kidney performed on (B)(6) 2014. According to the complainant, during introduction outside the patient, the laser fiber malfunctioned. The procedure was completed with another accutrac laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber tip was detached/broken.

Manufacturer narrative:
Exact patient age is unknown; however, the patient was reported to be under 18 years old. Reported event of fiber tip detached. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 2.0 mm and appeared used. The ball tip was missing and burn marks and jagged edges were noted on the broken tip. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the fiber was bright, clear, and scattered with an effective transmission of 26.81%. The fiber tip was smoking and blue sparks were visible during analysis; however, smoke and blue sparks will occur at the break when the fiber tip is broken because the transmission measurement is taken in air. The noted damages indicate difficulty was experienced during use of the laser fiber and are likely due to anatomical or procedural factors such as maneuvering of the device or stone density and size. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.